Event description:
I had a da vinci robotic hysterectomy on (B)(6) 2011. I had pain after the surgery that did not go away. Eight days after surgery, I began leaking urine. Ultimately it was discovered that my bladder had been cut during the surgery. Bladder was leaking, and infected.